Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced repeated lost sensor and weak signal errors with her sensor, in addition to calibration and premature change sensor alarms. The customer states that as a result, she is changing her sensors around four days after insertion, rather than the expected six days during which the sensors are designed to last. Nothing further was reported.